Event description:
The customer reported that during use of this spectrum ii suture hook, medium crescent, disposable in a rotator cuff and slap repair procedure on (B)(6) 2014, the tip of the hook broke off in the patient's shoulder and was successfully removed. A similar single-use disposable spectrum ii suture hook small crescent (c6385) was subsequently used, but was also reported to have broken and was again retrieved without incident or surgical delay. Another device was used to complete the surgery. Follow-up information received from the user facility revealed that the breakage occurred when the surgeon was trying to pass the suture through the soft tissue between 11 - 1 o'clock positions on the glenoid. As reported, the user also indicated that "he has had no issue with angled hooks, but had changed to the crescent hook for this particular procedure and that he has since reverted back to the angled hooks without incident". The procedure was otherwise completed without further complications or patient injury. The patient was discharged as per routine procedure.

Manufacturer narrative:
As reported, the damaged suture hook was not expected for evaluation, as it was discarded at the user facility following surgery on (B)(6)2014. Without the actual device, an evaluation could not be performed and the root cause of this reported incident therefore could not be determined. This device ((B)(6)) was manufactured on 22-jul-2014. A review of the lot history record showed of the lot containing 50 units, there were no other similar complaints received. A 2-year review of complaint history for this device family shows other than these (2) reports filed by this facility/doctor (both devices used on the same patient, MDR #1017294-2014-00047), there has been only one (1) other report received of the alleged "tip breakage" that the surgeon elected to perform a second surgery to remove the broken tip instead of taking the time to remove it during the first surgery. To date, there have been no patient long term adverse effects reported regarding any of these reported incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings: - if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was discarded at user facility